Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer reverted to an alternate method of insulin therapy. The customer's blood glucose level was "high", although a specific value was not given. Elevated bg was due to the customer not charging their pump and allowing the pump battery to deplete completely, resulting in the pump shutting off. Customer address their bg with a manual injection.